Event description:
It was reported that the patient was experiencing pain at the lead incision site. The patient was prescribed with lidocaine patch and underwent a lead explant procedure. The explanted device was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.